Manufacturer narrative:
The investigation determined that higher than expected vitros potassium (k+) results were obtained from a single level of vitros performance verifier (pv) I, lot m9814, tested on a vitros 350 chemistry system. The assignable cause of the event is user error. The customer used the incorrect calibrator supplemental assigned values (sav) when performing the initial calibration. The customer selected calibrator kit lot 0272 in the calibration software, however, used calibrator kit lot 3222 when performing the calibration. Acceptable vitros k+ performance was obtained when the correct calibrator lot (lot 3222) was selected in the calibration software.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros potassium (k+) result was obtained from a single level of vitros performance verifier (pv) I, lot m9814, tested on a vitros 350 chemistry system. Vitros pv I lot m9814 result of 4.1 mmol/l, vs. The expected result of 2.92 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros pv I fluid was a non-patient sample, and the result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).